Manufacturer narrative:
Neither brand name nor model were provided. The lot code was obtained. However we are unable to determine a brand or model from this because it is for a co-packed product that contained either u by kotex sleek regular or u by kotex click regular. The reported brand name of this report is the default for when a tampon brand is unknown. The device history record (DHR) and quality records fro the given lot number were reviewed. These documents demonstrate that procedures were correctly followed. No further information is available.

Event description:
The consumer stated by email that during removal the inner portion of the tampon pulled away from the cover, leaving the outer layer in the vaginal canal. This occurred with four tampons. There have been three attempts ((B)(6) 2018, (B)(6) 2018) to contact consumer for more information but we have not been successful. No further information is available.